Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue was not verified, but the touch screen issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.